Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed fracture and insulation damage. This type of damage is consistent with repeated stress over time. In this case, we believe the stress was the result of clavicular/first-rib entrapment. The reported clinical observations were likely the result of the lead damage observed by the laboratory.

Event description:
The lead was subsequently explanted. The lead has been returned for analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the lead had displayed pacing impedance measurements of greater than 2500 ohms. A chest x-ray was performed where it was determined that the lead was fractured. It was reported that the patient no longer required pacing therapy so the system was deactivated. There were no adverse patient effects reported.